Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bowel tumor resection, the device could not be fired. The surgeon replaced both handle and reload immediately and continued treatment. There was no patient injury.